Manufacturer narrative:
The t:flex pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." No product was returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Customer's blood glucose level was 311 mg/dl. The customer indicated that the blood glucose level would be treated. Reportedly, the customer changed the auto-off time setting duration.